Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided following the completion of the investigation.

Event description:
Procedure performed: nephrectomy. Event description: [name] hospital. This is a complaint from the market. Administrative no.(B)(4). Please refer to the complaint sheet for investigation. Report from the sales rep during the procedure, the beads and nylon cord were torn off while remaining in the shaft. It was confirmed that there was no fallout in the abdominal cavity. The case was completed with the new one. Initial investigation report the event unit was returned to us and visually inspected. The bag was found to be detached from the device. The unit will be returned to amr for further evaluation. Admin# (B)(4). Products returning: 1 package, 1 introducer, 1 bag. Intervention: the case was completed with a new one patient status: no patient injury.

Event description:
Procedure performed: nephrectomy. Event description: [name] hospital this is a complaint from the market. Administrative no.(B)(4). Please refer to the complaint sheet for investigation. Report from the sales rep during the procedure, the beads and nylon cord were torn off while remaining in the shaft. It was confirmed that there was no fallout in the abdominal cavity. The case was completed with the new one. Initial investigation report the event unit was returned to us and visually inspected. The bag was found to be detached from the device. The unit will be returned to amr for further evaluation. Admin# (B)(4). Products returning: 1 package, 1 introducer, 1 bag. Intervention: the case was completed with a new one. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of bead and cord damage as the bead was detached from the bag and the cord was cut. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.